Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 02/16/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not heat up prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The neptune was placed on full bench test and failed with delta warning lights. The on-board power supply pcb was by-passed with a known good power supply pcb. The unit was placed on an abbreviated full bench with an 880-36kit breathing circuit and a neptune temperature probe. The unit successfully negotiated all pre-operational self-tests again and was operation with no interruptions. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced.

Event description:
The event is reported as: the unit will not heat up prior to use there was no patient involvement reported.